Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone and determined that one set of the customer's spare parts/accessories was not getting good suction. A replacement spare parts/accessories set was sent to the customer. In follow up, the customer indicated that the replacement spare parts/accessories resolved her issue and her pump is no longer producing low suction. She also indicated that she saw her physician, was diagnosed with mastitis and was treated with antibiotics, which resolved the mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer was not asked to return the pump, as the issue was resolved through troubleshooting. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that she has had her breast pump for three months and it recently developed low suction on one side. She indicated that she was mastitis in one breast.